Event description:
The customer reported to philips healthcare that the device keeps turning off when on battery power. There was no reported patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4).